Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump had crack on the battery compartment, reservoir compartment and lip ring and also they experienced high blood glucose. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer was refused to troubleshooting. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.